Event description:
It was reported that the patient presented to the ER after receiving inappropriate hv therapy due to noise on the lead. The noise was reproducible with arm movement. The sense/pace portion of the lead was capped and replaced; defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.